Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the small intestinal videoscope had a flickering image. The issue occurred during service and maintenance at the facility. There was no patient involvement.

Event description:
No new information provided by customer.

Manufacturer narrative:
Updated fields: d9, h3 and h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause is cause traced to component failure. Olympus will continue to monitor field performance for this device.